Event description:
The hcp reported the pt had been experiencing a return of spasticity. At the pump refill, all 18 cc of drug were still in the pump. A roller study was done which caused the hcp to suspect a roller stall. Catheter dye study showed a catheter fracture. Both the pump and catheter were explanted and replaced. The pt outcome was reported as fine.